Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to convert the rhythm of a (B)(6), female patient the device did not sync on the appropriate segment of the patient's rhythm. Complainant indicated that the clinician delivered 200 joules to the patient to convert to a normal sinus rhythm. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please refer to the attached user facility report (B)(4).